Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to an unknown patient receiving an unknown type of drug via an implantable infusion pump. The date of the event was unknown. It was reported that a patient with a pump had issues with it and had it removed. The consumer who reported the event knew about this issue from a third party and did not have specific details. The patient, device, drug, event date, symptoms, troubleshooting, and cause related to the event was not reported. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.